Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had debris in the lens and displayed error b30 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event an error b30 (scope communication error) was caused by a component failure. However, debris in the lens also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.